Event description:
Per op report: this valve was explanted due to infection. The pt had a blood culture that was positive for gram positive organisms (coagulase negative staphylococcus). Pt was in congestive heart failure and had an inr of 4.0. Pt also had "poor dentition" with six remaining teeth that were pulled the day before explant. ECG showed "severe" regurgitation and partial dehiscence. At explant, the pathology of the valve was that of "severe endocarditis" with what appeared to be "active infection" of the annulus. The valve was loose at the one o'clock position and there was "disease all the way through the annulus". The valve was replaced with sjm-29m-101.